Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Event description:
During ivtm therapy, customer reported that the raceway pump on the thermogard ivtm system sn (B)(6) will not rotate. Another thermogard ivtm system was used to complete patient treatment. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm system was evaluated by a zoll field service engineer at customer site. The customer reported a complaint that "the raceway pump on the thermogard ivtm system (sn tgxp12526) will not rotate" was confirmed during the further visual inspection. The root cause of the reported complaint was due to loose slotted screw on the pump rotor, likely due to the age of the console. The thermogard console was manufactured in may 2018 and has reached its service life of 5 years. No physical damage was observed on the thermogard xp ivtm system. Further evaluation revealed that the pump rotor was not completely flush with the raceway, causing it to not rotate, thus confirming the reported complaint. To remedy the reported pump rotor issue, the slotted screw was tightened. The thermogard xp ivtm system's event log data was reviewed and revealed no descipancies. The thermogard xp ivtm system passed the functional testing without errors. Following service, the thermogard xp ivtm systeme passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6) .